Manufacturer narrative:
Two opened silicone I/a tip was returned for evaluation for the report of silicone I/a tip bumpy and irregular surface. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Both the silicone I/a tips were visually inspected, flash was observed on both silicone cap tips. An additional dimensional test was performed to measure the flash visually observed and determine if conforming per specification. For both samples the flash observed on the silicone cap were measured and deemed conforming. The complaint evaluation confirms the presence of flash on the silicone cap for both samples, which can perceived as bumpy and irregular surface. However, the identified flash did not exceed the established specification limits per manufacturing requirements for flash. No action was taken as the observed flash was found conforming to the manufacturer's specification. All silicone I/a tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician observed that two irrigation and aspiration tips were bumpy and irregular surface before cataract surgery. There was no patient involvement.